Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are two silver metallic, coiled devices embedded within the two fallopian tube margins') in a 27-year-old female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd from 2006 to (B)(6) 2011, vaginal infection, rash, eczema, psoriasis, breast abscess, allergic rhinitis, obesity, paresthesia, candidiasis, edema lower limb, acute maxillary sinusitis, ulcers aphthous oral, gastro intestinal bleeding and crohn's disease. Previously administered products included for lower extremity edema: hydrochlorothiazide from (B)(6) 2009 to (B)(6) 2021; for an unreported indication: flonase, loratadine, ferrous sulfate and aleve. Concurrent conditions included anaemia since (B)(6) 2018, dermatitis since (B)(6) 2014, migraine, headache and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009 for contraception as well as ergocalciferol since (B)(6) 2018, esomeprazole since 2006 to (B)(6) 2011, ferrous sulfate since (B)(6) 2018, hydrochlorothiazide (hydrochlorthiazid) since (B)(6) 2009 and ranitidine since 2006 to (B)(6) 2011. In 2009, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("depression") and pelvic pain ("physical pain/pain"). The patient was treated with amoxicillin, fexofenadine, fluticasone propionate, nsaids, nystatin, paracetamol (acetaminophen) and surgery (vaginal hysterectomy). Essure treatment was not changed. At the time of the report, the embedded device, anxiety, vaginal haemorrhage, heavy menstrual bleeding, depression, migraine, dysmenorrhoea, vaginal discharge and pelvic pain outcome was unknown and the vaginal infection had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : essure confirmation test not done and hsg result provided in pfs and mr. Patient received treatment for pain was unknown. Patient received treatment psych injury was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as vaginal bleeding. Lot number: 664586 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there are two silver metallic, coiled devices embedded within the two fallopian tube margins') in a (B)(6) female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd from (B)(6) to (B)(6) 2011, vaginal infection, rash, eczema, psoriasis, breast abscess, allergic rhinitis, obesity, paresthesia, candidiasis, edema lower limb, acute maxillary sinusitis, ulcers aphthous oral, gastro intestinal bleeding and crohn's disease. Previously administered products included for lower extremity edema: hydrochlorothiazide from (B)(6) 2009 to (B)(6) 2021; for an unreported indication: flonase, loratadine, ferrous sulfate and aleve. Concurrent conditions included anaemia since (B)(6) 2018, dermatitis since (B)(6) 2014, migraine, headache and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2009 to (B)(6) 2009 for contraception as well as ergocalciferol since (B)(6) 2018, esomeprazole since (B)(6) to (B)(6) 2011, ferrous sulfate since (B)(6) 2018, hydrochlorothiazide (hydrochlorthiazid) since (B)(6) 2009 and ranitidine since (B)(6) to (B)(6) 2011. In (B)(6) , the patient experienced migraine ("migraines / headaches"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced embedded device (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("depression") and pelvic pain ("physical pain/pain"). The patient was treated with amoxicillin, fexofenadine, fluticasone propionate, nsaids, nystatin, paracetamol (acetaminophen) and surgery (vaginal hysterectomy). Essure treatment was not changed. At the time of the report, the embedded device, anxiety, vaginal haemorrhage, heavy menstrual bleeding, depression, migraine, dysmenorrhoea, vaginal discharge and pelvic pain outcome was unknown and the vaginal infection had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted : essure confirmation test not done and hsg result provided in pfs and mr. Patient received treatment for pain was unknown. Patient received treatment psych injury was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as vaginal bleeding lot number: 664586 manufacture date: 2009-08 expiration date: 2012-08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : case become incident. Event added- device embeddment. Removal details and reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.